Event description:
During a laparoscopic cholecystectomy procedure, the upper jaw of the instrument was loosened from the instrument body and fell into the patient's abdominal cavity. It was found and retrieved with no instrument-related harm to the patient. The operation had to be converted to open surgery because this was the only such laparoscopic instrument for this procedure they had at the facility.